Event description:
The device has intermittent run on when in reverse during testing by the user at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
The device has intermittent run on when in reverse during testing by the user at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available/returned for evaluation.